Event description:
A customer contacted beckman coulter inc. (Bci) to report burning smell coming from a phosm lamp which was replaced two months ago on unicel dxc 800 pro synchron chemistry analyzer. The customer did not note any smoke. No injury was reported.

Manufacturer narrative:
On (B)(4) 2011, field service engineer visited the customer who reported phosm lamp burnt out and a small trail of smoke was seen around module. Customer replaced phosm lamp and calibrated successfully.